Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who is receiving hydromorphone 20 mg/ml and bupivacaine 8mg/ml for concentration at a dose of 5.707 mg\ml. It was reported that patient recently had a major fall. Two days later patient started having withdrawal symptoms that included a metallic taste in his mouth, increased pain, cold sweats and nausea. CT scan scheduled. Patient's catheter came out of the intrathecal space. During surgery it was determined that the previous hcp did not use the ascenda anchor, only sutures to the fascia directly around the catheter. Patient's medication was decreased by 50% following the catheter revision. New daily rate is hydromorphone 2.854mg/day and bupivicaine 1.1414 mg/day. Catheter was replaced, the issue was resolved at the time of the report and patient status is alive no injury.